Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to the device incorrectly diagnosing a supraventricular tachycardia (svt) as a true ventricular tachycardia (vt) caused by atrial undersensing. The patient was stable.

Event description:
New information received indicates that the event was identified when the patient was in the hospital and that the atrial undersensing was resolved by reprogramming the sensitivity settings of the device.